Event description:
A patient reported that she had an intraocular lens (iol) implanted. On (B)(6) 2010, the patient had another iol implanted in her corresponding eye. Patient was unsure of which lens serial number was used on which eye and further stated the physician chose her as a patient for a clinical trial, as he thought she would be good candidate for toric lenses. It was stated that post implant, she experienced a change in her prescription, halos at night, still having to wear glasses with her distant vision getting worse and her near vision getting better. She experienced terrible headaches post-surgery ((B)(6) 2010) if she didn¿t use her glasses. She stated that post-surgery of both lenses, there has been no improvement in her vision. In addition she has been experiencing halos, spotty vision, has had to change her prescription thrice and has worsening distant vision. Her near vision has gotten better. The patient was referred to an optometrist and then referred back to the implanting doctor to look into a different prescription. She was referred to another optometrist whom started seeing the patient (B)(6) 2011. The patient has esotropia and corneal staining around the limbus, has lag "opthalmus" that could be a cause of her dry eye, shows corneal edema and vitreal macular traction on a scan that was done (B)(6) 2013; which is possibly causing a myopic shift. The patient has been referred to a retina specialist; however, to date has not been seen. The patient is clearly unhappy with her visual outcome. No additional information was provided. A second MDR is being submitted for the lens implant in the patient¿s corresponding eye.

Manufacturer narrative:
(B)(4). Reason for non-evaluation: to date the intraocular lens remains implanted. A review of the manufacturing records the device manufacturing records showed no deviations or nonconformities. The diopter measurement records were verified, were shown to be within specifications, and were in compliance with the labeled dioptric power of 26.0 diopter for the lens. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Correction from required intervention to prevent permanent impairment to other serious (important medical events). (B)(4). All pertinent information available to abbott medical optics has been submitted.